Manufacturer narrative:
No product will be returned per customer as the customer sent the product to bbraun manufacturer. The customer complaint could not be confirmed because the device/ product was not returned for failure investigation. The root cause of this failure was not identified. Product sent to bbraun manufacturer.

Event description:
It was reported that the tubing set male luer spin collar would not lock resulting in a chemotherapy spill in the pediatric department. The patient experienced an unmeasurable amount of blood loss after the disconnection, and the patient's blood flowed back through the port and out of the end of the open connector. The customer also reported that they noticed the end of the tubing was tapered ever so slightly, however they were not sure if this contributed to the disconnections, because the devices lock onto the syringes without problems. They use secondary lines for their chemotherapy infusions. There was no patient harm.